Event description:
The customer reported the system displayed a low kv (kilovoltage) error message, and additionally that the system froze (locked-up). There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.